Manufacturer narrative:
Patient age, weight, ethnicity and race unknown. Based on the lot number of the device, this device was produced prior to the UDI deadline for class 1 devices, therefore UDI is not present. The device is not implanted, therefore implant/explant dates are not applicable. No known concomitant medical products and therapy dates.

Event description:
While the hygienist was scaling with sg13/149e2, the tip broke off the instrument. It was believed that the patient swallowed the tip. Patient was sent to an outpatient imaging center for an x-ray. No follow up was reported at this time.